Manufacturer narrative:
Therefore, because intervention was required, this event is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it was reported that pepgen p-15 bone grafting material pulled away from the extraction socket wall in a patient. The dentist removed the material and completed the procedure using another bone grafting material.